Manufacturer narrative:
The device was returned to smiths medical. Device was received with a crack tank cover. During the functionality test, all the water leaked through the crack in the tank cover and stopped the device from pumping. The root cause was undetermined determine. We replaced crack tank cover, damaged enclosure, membrane switch, heater assembly and line cord. Performed pm/calibration. Device passed all electrical and functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Ro (B)(4): it was reported that the device stops pumping.no patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Device was received with a crack tank cover. During the functionality test, all the water leaked through the crack in the tank cover and stopped the device from pumping. The root cause was undetermined determine. We replaced crack tank cover, damaged enclosure, membrane switch, heater assembly and line cord. Performed pm/calibration. Device passed all electrical and functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
(B)(4): it was reported that the device stops pumping.no patient injury was reported.